Event description:
The customer reported that during examinations, the system was not ready for fluoroscopy and no x-ray was available.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. A f/u will be sent when the investigation is completed.